Manufacturer narrative:
Information was received via published literature. Event problem codes: (B)(4). Reference the literature at the following address: http://www.ncbi.nlm.nih.gov/pubmed/3183679. This report will be amended when our investigation is complete.

Event description:
It is reported that three patients' femoral stems were revised due to an unknown reason.

Manufacturer narrative:
No device or photos were received; therefore the condition of the component is unknown. Device history records cannot be reviewed since the part and lot numbers are unknown. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. In the journal article, it was noted that the stems showed very limited bone ingrowth, in spite of good surgical fit, absence of sclerotic lines, subsidence, or signs of significant stress shielding. Product history search cannot be completed since the part and lot number is unknown. Relevant medical history and adherence to the rehabilitation protocol are unknown. A definite root cause cannot be determined with the information provided.